Event description:
The customer reported that there was no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the monitor. The system operates as intended.